Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that infusion set was not adhering for a long period of time as the tape was not sticking. Patient had alleged to the tapes. No further information was available